Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain / lower back pain"), dyspareunia ("painful intercourse"), headache ("headaches"), migraine ("migraines"), amnesia ("memory loss") and hypoaesthesia ("numbness in feet and hands"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping"), hypersensitivity ("allergy hypersensitivity"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), asthenia ("weakness"), basedow's disease ("graves disease"), feeling abnormal ("foggy brain"), decreased appetite ("loss of appetite"), anxiety ("anxiety/psych injury"), dyschezia ("painful bowl movements"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, heavy menstrual bleeding, genital haemorrhage, intermenstrual bleeding, iron deficiency anaemia, headache, asthenia, basedow's disease, feeling abnormal, migraine, decreased appetite, anxiety, dyschezia, fatigue, alopecia, tooth disorder, nausea, visual impairment, weight decreased, hormone level abnormal, amnesia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, asthenia, back pain, basedow's disease, decreased appetite, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, hypoaesthesia, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, tooth disorder, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for graves disease. As per mr, discrepancy noted in date of insertion: (B)(6) 2013. Right tubal ostia had 4 coils seen and 3 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: uterus, cervix, hysterectomy: no evidence of intraepithelial lesion or malignancy uterus, endomyometrium, hysterectomy: secretory phase endometrium. Adenomyosis. Leiomyoma, 0,7 cm. In greatest dimension. No evidence of atypia or malignancy. See description. Ovary/fallopian tube, right, salpingo-oophorectomy: benign paratubal cyst/cystic walthard cell rests. Corpora albicantia with focal cystic and hemorrhagic change. Cystic follicles. See description. Ovary/fallopian tube, left, salpingo-oophorectomy: benign paratubal cyst. Corpora albicantia. Cystic follicles. Lot number:a96187, manufacturing date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain / lower back pain"), dyspareunia ("painful intercourse"), headache ("headaches"), migraine ("migraines"), amnesia ("memory loss") and hypoaesthesia ("numbness in feet and hands"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), hypersensitivity ("allergy hypersensitivity"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), asthenia ("weakness"), basedow's disease ("graves disease"), feeling abnormal ("foggy brain"), decreased appetite ("loss of appetite"), anxiety ("anxiety/ psych injury"), dyschezia ("painful bowl movements"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, heavy menstrual bleeding, genital haemorrhage, intermenstrual bleeding, iron deficiency anaemia, headache, asthenia, basedow's disease, feeling abnormal, migraine, decreased appetite, anxiety, dyschezia, fatigue, alopecia, tooth disorder, nausea, visual impairment, weight decreased, hormone level abnormal, amnesia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, asthenia, back pain, basedow's disease, decreased appetite, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, hypoaesthesia, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, tooth disorder, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for graves disease. As per mr, discrepancy noted in date of insertion: (B)(6) 2013, right tubal ostia had 4 coils seen and 3 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: uterus, cervix, hysterectomy: no evidence of intraepithelial lesion or malignancy uterus, endomyometrium, hysterectomy: secretory phase endometrium, adenomyosis, leiomyoma, 0,7 cm. In greatest dimension. No evidence of atypia or malignancy. See description: ovary/fallopian tube, right, salpingo-oophorectomy: benign paratubal cyst/cystic walthard cell rests, corpora albicantia with focal cystic and hemorrhagic change, cystic follicles. See description: ovary/ fallopian tube, left, salpingo-oophorectomy: benign paratubal cyst, corpora albicantia, cystic follicles. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, device removal details added. Device removal surgery added for event pelvic pain. Case upgraded to serious incident. Event blood loss anemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.